Manufacturer narrative:
(B)(4). The following information concerning the evaluation of the device is a summary of the information documented by the carefusion factory service rep. The carefusion factory service rep evaluated the device, verified thee complaint of "screen is cracked" and determined that the front panel assembly would need to be replaced in order to repair the device. The carefusion factory service rep was unable to determine what caused the crack in the screen. The carefusion factory service rep replaced the front panel assembly and ran the device through a complete calibration and checkout to ensure that it meets all factory specifications. Upon completion of the device was returned to the user facility ready to be placed back into service. Note: the device was received by carefusion on 06/24/2011 with the only reported problem being "the screen is cracked." There was no mention at that time of any patient involvement or any inability to change modes. Thus the device was only evaluated to verify the cracked screen and returned to the user facility on 07/05/2011 following repair. Carefusion received the uf/importer medwatch report from the FDA on 08/15/2011, 42 days after the device was returned to the user facility.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility representative. "[Name removed] called requesting RMA to send this driver in for repair. Problem: the screen is cracked. (B)(4). (B)(6) needs a box so I will send that to him. (B)(4)."